Event description:
Reporter stated customer's father tested him on the mobile system and obtained a result of 90 mg/dl. The customer had hypoglycemic symptoms of being pale and sweating at the time of this result. One minute after the 90 mg/dl result a result of 53 mg/dl was obtained from a competitor device. The customer's father treated him with "sugar." Approximately 20 minutes later, the customer was re-tested on the mobile system and a result of 136 mg/dl was obtained. One minute later, another test was run on the competitor device where the result was 86 mg/dl. No adverse event due to the device reported. The customer is currently in good condition. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.